Event description:
Per the physician, the patient was explanted due to chronic infection and displacement of the device. No other information was provided. The patient was explanted in 2009 reimplantation is planned, but had not taken place at the time of this report.